Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent cartridge error messages while attempting to load multiple cartridges. Customer reported a blood glucose level of 250 (mg/dl) that was addressed with a bolus. Customer reported that they had insulin injections available for alternate insulin therapy.